Event description:
The customer's husband stated that his wife passed away in a car accident. Prior to driving, the customer felt that her blood glucose was low, approximately 60 mg/dl, but felt that she could make it home. The husband stated that her blood glucose was actually 40 mg/dl. The husband refused to return the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.